Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by the authorized service provider (asp) where the reported issues of it delivering low inspiratory pressure and low vte (exhaled tidal volume) was confirmed. Ventec replaced the exhalation control module (ecm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the ecm.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was delivering low inspiratory pressure and low vte (exhaled tidal volume). There were no reports of patient involvement associated with the reported event.